Event description:
Customer reports strep, md prescribed two round of unspecified antibiotics. Customer does not perform regular cleaning of the CPAP equipment as stated in our IFU.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.